Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a defective battery as well as eeprom contamination. The test strip were also returned on (B)(4) 2013 but did not required testing since the alleged issue was relevant to the meter only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.